Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, at methodist hospital of (B)(6), it was identified that rotaflow with serial number (B)(4) had a battery pack where one of the wires was not crimped. (B)(4)